Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of close to 400 mg/dl. Customer had a quick set that hurt. Customer got a hematoma and my blood glucose was 300 mg/dl. The sensor bleed also bled and dripped down the leg. Customer treated high blood glucose with insulin pump. . The insulin pump will not be returned for analysis.